Event description:
This is a veterinary event. During a tibial plateau leveling osteotomy, the quick coupling would not hold the wires or pins securely. It is reported the procedure was delayed approximately 5 minutes while a spare device was retrieved. Procedure was completed with no further problem and no harm to patient using the spare device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-04483.